Event description:
In 2004, a pt had surgery for recurrent left ear cholesteotoma with baseline symptoms of left facial pain and fullness sensation. The following month the surgeon requested the anesthesiologist see the pt due to a resolving irritation on the right side of the pt's forehead. The anesthesiologist described skin pigmentation, tatto-like appearance and sickle shaped scarring. The pt complainted of numbness on the forehead and skin/scalp tingling with sharp intermittent pain when shampooing their hair. The pt was using eucerin cream on their forehead and the thigh wound where the skin graft was surgically removed. The pt had facial nerve monitoring for the procedure with needle electrodes. The anesthesiologist referred the pt to their primary care provider and a dermatologist. The pt did not pursue this recommendation. At the time of this report, the irritation was improving but not completely resolved.